Event description:
Upon having screws implanted, rptr experienced increased lower back pain, heaviness along lower back around screws, more noticable numbness in left leg, bowels looser than usual. She is on anti-inflammatory & anti-depressant medications.